Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control, and visual inspection / functional testing of the returned device was conducted during the investigation. The performer introducer sheath and the 14.0fr dilator were returned for investigation. The used sheath and dilator had biomatter present. Surface damage was noted on the distal taper of the dilator and the distal section of the shaft. The distal tip of the dilator has two cracks on opposite sides of each other. One crack is 1mm in length. The second is 2mm in length. Both are parallel to the dilator. The dilator was able to advance into the sheath check-flo and through the tubing with no resistance. The sheath check-flo was disassembled and examined for defects. None were found. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other complaint events reported for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
An international customer reported that the cook performer introducer was cut and tapered by a rigid guide. Upon receiving the device for evaluation, cracks were noted on the distal tip of the dilator. Additional information was requested, but none was received. There is no indication that the patient was harmed during this event. There is no indication that any device fragment was left in the patient.